Event description:
Description: I received your nan alert 9/15 regarding fluid leaking beyond the black stopper. We had this happen while drawing up lipids for nicu (60ml syringe) as well as with chemotherapy meds ((B)(6)). At the time, the tech wasn't sure what happened the items were discarded and remade. (B)(6). (B)(4).